Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed low battery alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, missing serial number label, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had low battery alarm on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.